Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320rpend, serial/lot #: (B)(4). The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that after changing out the emitter the system was functioning as intended. Then while in the surgery the system stopped recognizing the trackers. The manufacturer representative then stated that the emitter was chirping, but not normal. Then they checked the usb view and stated the I/o hub was visible. The axiem box was still displaying a 7. There was less than an hour delay in the procedure. No impact on patient outcome.